Event description:
On 9/20/2006, a small round red ball, approximately 1.5 inch diameter was found rolling on the floor of a pediatric unit room. It was retrieved by the rn, and noted to be a part (knob on the bar that can elevate the crib) of the midmark 500 crib. Maintenance was contacted. All knobs secured. No injury to pediatric patient or visiting toddler sibling also in room at the time.